Event description:
Sterile sphere were intermittently tracking during procedure. Another set of sterile spheres were used to complete the procedure without any further issues noted. This event was communicated by medtronic navigation. Site/user disposed of device, did not record lot number and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.